Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 836499) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, stress urinary incontinence, back disorder, asthma, cough, menorrhagia, dysmenorrhea, dysfunctional uterine bleeding, breast cancer, gastroesophageal reflux, headache, cesarean section, bladder suspension, menarche and grand multiparity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, neuromyopathy and urinary tract disorder outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, neuromyopathy, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: there appears to be satisfactory location of the micron inserts and there appears to be bilateral tubular occlusion. Pathology test - on (B)(6) 2018: diagnosis: a. Uterus, cervix and bilateral tubes, hysterectomy: cervix - squamous mucosa with mild chronic inflammation. - endocervical glandular mucosa with benign microglandular hyperplasia, nabothian cysts and mild inflammation. Endometrium: - benign endometrium with changes of exogenous hormone usage. Myometrium - adenomyosis. Fallopian tubes: - benign bilateral fallopian tube.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality safety evaluation of ptc (product technical complaint) a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 836499) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 3, stress urinary incontinence, back disorder, asthma, cough, menorrhagia, dysmenorrhea, dysfunctional uterine bleeding, breast cancer, gastroesophageal reflux, headache, cesarean section, bladder suspension, menarche and grand multiparity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, neuromyopathy and urinary tract disorder outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, neuromyopathy, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: there appears to be satisfactory location of the micron inserts and there appears to be bilateral tubular occlusion. Pathology test - on (B)(6) 2018: diagnosis: a. Uterus, cervix and bilateral tubes, hysterectomy: cervix endocervical glandular mucosa with benign microglandular hyperplasia, nabothian cysts and mild inflammation. Endometrium: benign endometrium with changes of exogenous hormone usage. Myometrium adenomyosis. Fallopian tubes: benign bilateral fallopian tube.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.